Manufacturer narrative:
No sample has been received by manufacturing for evaluation. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic forceps became stuck shut in the closed position. Procedure details, patient involvement and patient impact information is unknown. Additional information has been requested. Additional information received clarified that the forceps device became stuck shut during a membrane peel procedure in the patient's left eye. An alternate forceps was obtained in order to successfully complete the procedure with no harm to the patient.